Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported that the procedure was a total knee arthroplasty on (B)(6) 2017. No allegations were raised against the implanted screw. The surgeon tried to remove the embedded removal tool fragment but was unsuccessful. Reportedly, the surgeon did not identify anything unusual prior to the event occurring. It is unknown if a back-up removal tool was available for the surgeon to use. The procedure was completed. No information was available on whether the event caused a surgical delay. The patient outcome was reported stable. The patient did not show any symptoms as a result of this event. Concomitant devices reported: screw (unknown part and lot numbers, quantity 1); hollow reamer (part 309.065, unknown lot, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part 309.068 / lot 2021: DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. This complaint is confirmed. The spare reamer tube was not returned for evaluation; thus, a physical inspection could not be performed at customer quality (cq). An evaluation was performed based on the provided pictures which confirmed the broken condition. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the device is already broken and was not returned to cq. No new malfunctions were identified as a result of the investigation. The device is part of the screw removal set and referenced in the screw removal set technique guide. The reported part (309.068) is a spear reamer tube for the complete reamer (309.065). When assembled, the complete reamer consists of a reamer tube, centering pin, and shaft which allows for the removal of broken screws. The device is intended for removal of 6.5mm and 7.0mm cannulated screws. The reported spare reamer tube is shown in the provided images. The reamer tube shows a rough break at the distal end such that an entire toothed region has broken off. The broken off portion is not shown in the provided images. No further issues were observed in the provided pictures. No issues with the mating reamer shaft were observed. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken and was not returned. Based on the date of manufacture the relevant drawings were reviewed. The design history was found to not impact the complaint condition. No definitive root cause was able to be determined as the device was not returned. The device is intended for removal of 6.5mm and 7.0mm cannulated screws; however, it was reported that an implanted screw (unknown brand) was being removed. It is possible that this use impacted the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part was not returned, the part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.